Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. In conclusion, the customer acknowledged that the samples contained cellular matter; therefore, use error is a cause of the non-reproducible elevated access accutni+3 result reported in this event. The access accutni+3 instruction for use (IFU) instructs users as follows: "remove any residual fibrin or cellular matter. Failure to do so can contribute to falsely elevated results."

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for a patient sample. On (B)(6) 2016, an initial access accutni+3 result of 1.776 ng/ml was generated for the patient and was reported outside of the laboratory. The patient was admitted to the intensive care unit (ICU) and was believed to have treatment and medications initiated. The customer did not have additional information and reported that there was no injury or death associated with this event. Subsequent sample draws and the original sample were tested with lower results generated. System parameters such as calibration, quality controls (qcs) and system check have been recovering within assay and system specifications on the event date. A precision run was performed and was passing within assay specifications. The sample was collected in 13x100 becton dickenson (bd) lithium heparin plasma tubes and was centrifuged at 3500 revolutions per minute (rpm) for 5 minutes at room temperature. The sample was aliquoted, centrifuged and testing was repeated. The customer acknowledged that the original sample contained some particles.